Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) had told their healthcare provider (hcp) they had experienced pain at the lead site. The hcp removed the lead and implantable neurostimulator (ins) and discovered the lead at the ins site was all twisted. The issue was resolved at the time of the report. If additional information is received, a follow-up report will be submitted.